Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged due to twiddler¿s syndrome. The helix was impossible to retract hence the physician decided to implant a new lead. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed dried blood in the helix housing and neck region of the lead. Tissue was also noted on the helix. The lead body was slightly wavy, possibly from twiddler¿s syndrome. A small kink was seen in the middle region of the lead body. X-ray examination revealed an inner coil fracture at the helix weld. Evidence indicated fracture most likely occurred during retraction of the helix. The tissue noted on helix could have contributed to difficulty in retraction of the helix and the subsequent fracture of the inner coil at the helix weld.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.